Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 539 mg/dl, 200 mg/dl, 300 mg/dl and 139 mg/dl. The customer declined troubleshooting as this was a past event. The insulin pump will not be returned for analysis.